Manufacturer narrative:
Reference MFR report #: 2937094-2013-01040. Fiber analysis: the fiber was found to be broken approximately 30 inches from the distal tip. The outer sheath showed evidence of melting at the fiber break. The most probable root cause of the device failure was suspected to be user handling/excessive bending during the procedure.

Event description:
It was reported that during the procedure, two surgical fibers broke near the distal end; a 200 micron fiber after 10 minutes of use and a 273 micron fiber after 30 minutes of use. No additional info was available. Patient outcome: "no damages to the patient". This report is for the first fiber used (200um).